Event description:
It was reported to philips that the software needed to be updated. There was no patient involvement.

Manufacturer narrative:
The customer requested that the device be returned for bench repair. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor pca. Confirmed complaint the unit has software issues. The device had the incorrect serial number tied to the board, and the options loaded were also wrong. The software version is f.03.01 pcas from factory usually come with f.03.07. The fan is not working, temp and ibp was not working due to pin bridge connector from temp and ibp board to pca was missing entirely. After correcting the serial number and options issue fan still would fail to function and software error was still present. To correct the issues found we will order a pca and reload software and options. Based on the conclusion of the investigation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported that the customer had error message that the software needed updated after processor pca was replaced.